Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon closed and fired the device. He then cut the bowel with a scalpel and removed the device. When he put the cdh in, the staple line was open. The surgeon noticed that the staple line from the tx60g was not closed. There was bleeding and the surgeon needed to suture it by hand. "Everything went fine with the pt, but the procedure did take a long time." There was no consequence.

Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k47e4p; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples fire properly, yes; staples form properly. Yes and trigger release condition, good. Analysis conclusion: based upon info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was returned with one unformed staple. Due to the formation of returned staple, it appears possible that instrument may not have been fired through a complete firing stroke. However, this could not be ascertained. Instrument was fired with reload cartridge and it fired and formed all staples as designed with no difficulties noted. Formation of returned staple could be recreated if firing trigger is not fully actuated. Mfg and engineering have been notified of reported incident.